Event description:
Balloon ruptured. Update as per complaint form rec'd (B)(6) 2013: a (B)(6) male with a liver tumor underwent biliary dilation on (B)(6) 2013. Whilst performing a biliary dilatation with this product it 'ruptured'. The returned product shows a circumferential tear of the balloon material. The physician used a competitor's balloon for an add'l dilation. No part of the device remained in the pt. There were no adverse affects to the pt. No add'l info has been provided by the rptr.

Manufacturer narrative:
Only the proximal portion of the balloon was returned in a used and damaged condition. Balloon burst, compliance, and fatigue verification testing performed. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. These detection activities will likely result in a very high probability of detection to prevent rupture. An examination of the returned proximal half found evidence of a longitudinal tear. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. When sufficiently constricted by, for example lesions or other torturous anatomy the tear may go circumferential. It would be suspected that this is the "circumferential tear of the balloon material" mentioned in the event description. After rupture the distal portion will "umbrella" when attempting to resheath causing the balloon to separate. The exact cause of the original rupture cannot be determined as limited info such as inflation pressures and pt anatomy were not provided. In the absence of more specific info a root cause cannot be determined. Insufficient risk per quality engineering risk assessment. We will continue to monitor for similar complaints.